Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation. It was noted that the patient required thoracentesis to drain fluid from chest. The physician questioned whether they perforated the lateral wall of the heart during the initial implant. The right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.